Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. This issue was reported by the user facility under medwatch #(B)(4). (B)(4).

Event description:
The tip of the diamondback coronary orbital atherectomy device broke during use in the lad, which was extremely tortuous and heavily calcified. The fragment was removed with a snare and the case was completed at no consequence to the patient. The patient was discharged the following day.

Manufacturer narrative:
At the conclusion of the failure analysis the reported event was confirmed. The device was returned with a driveshaft fracture on the distal side of the crown weld. Scanning electron microscopy identified evidence of fatigue striations on the fractured faces of the driveshaft filars. However, the exact cause of the fractured driveshaft could not be confirmed. There was some adhered biological material on the driveshaft and guide wire core. The morphology of the biological material is not known. The exact root cause of accumulating tissue remains unknown. Examination in the areas of the adhered tissue did not reveal any damage that would have contributed to the accumulation. The device history record for this oad lot number has been reviewed. The review showed three previous instances of devices scrapped before distribution due to manufacturing issues related to the reported event. The device noted in this report met material, assembly, and quality control requirements prior to distribution. (B)(4).